Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had expired and the hospital staff suspects thrombus in the pump. It was also reported that the pt experienced multiple power spikes throughout her time with the lvad. More power spikes occurred recently, and the pt experienced a stroke and eventually coded. The echo displayed no flow through the inflow cannula. The pt's aortic valve was sewn shut.